Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Customer successfully resolved the issue after technical support provided guidance on resetting the pump, and the sensor session started without further issues.